Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were experiencing a return of symptoms. They realized they felt thumping feeling in their upper left butt cheek instead of the pelvic floor. They were on program 4 and confirmed they had not had any falls or vigorous activities. They tried all other programs and confirmed they felt the stimulation sensation either in their upper or lower butt cheek. They were redirected to their healthcare provider. They noted their bowel was better, but the bladder leakage was still occurring. Additional information received on (B)(6) 2021 from the patient stated that the lnterstim was implanted on (B)(6) 2021. It was set on program 4 intensity level 5. At the follow up visit the doctor put them on a 6-month round of antibiotics, generic macrobid(unrelated to device). During this 6-month period, urinary leakage was better, and the bowel leakage seemed somewhat better. As a result of this they never adjusted anything on the lnterstim, even though they checked to see if it was still on. During this time, they never had another uti. They attributed that to the lnterstim working properly. Ten days after they completed the 6 months of antibiotics, they got their first uti. That was (B)(6) 2021. At that time, they decided to increase the intensity on their lnterstim and discovered there was an issue. They raised the intensity from 5 to 6 and didn't feel anything. Then moved to 7 and felt it in their right butt cheek. They continued to increase the intensity until they couldn't take it and still only felt what seemed like an electrical shock in my right butt cheek. On nov. 10, they called medtronic's. The person they spoke with took them through each level and each intensity. They never felt it in the bicycle seat area only in their right butt cheek, right next to the lnterstim. At that point he suggested that they go see their doctor. They called the doctor's office and told them what was going on. They said turn off the unit for 2 days then turn it on again to see if it would reset itself. It did not change. They made an appointment for (B)(6) 2021. At this appointment doctor made a few adjustments and they could feel the stimulation further down their right butt cheek but still not in the bicycle seat area. They asked him if it would still work since it was not in the bicycle seat area and he said it would still function and serve its purpose. Do you know if that is correct? They have not gained or lost significant weight during this entire time. My current weight is (B)(6)lbs., about the same as it was at the time of the implant. Their activity level has not from before the lnterstim was implanted to the current date.